Event description:
Boston scientific received information that, during a routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) displayed a high out of range shock impedance measurement. At implant the shock impedance was 80 ohms, but shortly after was out of range. A revision procedure will be performed within the near future. Subsequently, additional information was received that a revision procedure was performed. It was noted that the distal coil pin was in the positive connection of the device header, and the df-1 plug of the proximal coil was in the negative connection of the device header. After the connections were corrected, the shock impedance measurements were within range. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available this report will be updated.